Event description:
It was reported that a malfunction occurred with code malf 12, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer service provided pump reset information, assisted the customer with resetting the pump, and confirmed that the malfunction code did not recur afterward. This allowed the customer to continue using the pump, with instructions to call back if the issue reoccurred.